Event description:
A female patient reported she experienced an "infection under the eyelid" following the use of complete moistureplus. The patient indicated that she began use of the unit in 2006 and her symptoms began one month later. She stated her eye hurt and was red. She went to an emergency room where the "infection under the lid" and a stye in the right eye were diagnosed. She was prescribed erythromycin ophthalmic ointment. She noted that her eyecare professional said she may be not disposing of her lenses frequently enough. She indicated that she disposes of her polysoft 55 lenses every couple of months (instead of 2 weeks). Her contact lens case is one year old. Retained testing and batch review were within product specifications. Additional information was requested, but not received. Root cause is unknown.

Manufacturer narrative:
Used for chemistry and batch record review. Retained sample met product specifications.